Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor the radio frequency controller is being returned, therefore, a failure analysis of the novasure system cannot be completed. Serial number of the radio frequency controller not provided by the complainant, therefore, the manufacture dates are not known. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was unable to be conducted for radio frequency controller as a serial number was not provided by the complainant. (B)(4).

Event description:
A pt had an uneventful novasure endometrial ablation on (B)(6) 2011. A post ablation hysteroscopy indicated 'satisfactory ablative effect". The pt returned to the hospital and was admitted on (B)(6) 2011. A laparoscopy was done and a uterine perforation was found on the left posterior surface, approximately 1cm in size. Additionally, a "burn on small bowel, possibly perforation" was seen, less than 1cm in size. This area was "covered with two sutures". The pt was discharged on (B)(6) 2011. On (B)(6) 2011, the physician reported the pt was seen on follow-up and is "in good condition".